Event description:
It was reported that while the external pulse generator (epg) was in use, the patient experienced an r wave on t wave event, which precipitated a ventricular fibrillation (vf) arrest. The patient was resuscitated but aspirated during re-intubation. It was noted that he subsequently developed additional complications and, unfortunately, passed away on postoperative day six. It was also noted that the patient had been alert, extubated, and ambulatory on postoperative day one following open-heart surgery, which included an aortic valve replacement and aneurysm repair. No further information was available the epg is expected to be returned for evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.